Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis a couple of days ago with high blood glucose level of above 480 mg/dl. The customer also reported that the insulin pump had insulin flow block alarm. The customer was not wearing the insulin pump at the time of call. The customer declined troubleshooting. The insulin pump will not be returned for analysis.